Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: at what firing did the issue occur? Almost all. What was the shape of the clip? Crossed and open (when it was supposed to be closed). Was the clip placed on the tissue and then fell off? Yes. How was the clip retrieved from the patient? With instruments. Did the retrieval of the clip alter the procedure? Of course. If so please explain. Delayed the procedure. How many device will be returned for analysis? None.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. At what firing did the issue occur? What was the shape of the clip? Was the clip placed on the tissue and then fell off? How was the clip retrieved from the patient? Did the retrieval of the clip alter the procedure? If so please explain. How many devices were used in the procedure? How many devices will be returned for analysis? In the event it stated that this is a recurrent situation. How many times has this issue occurred? Were all the complaints reported to productcomplaint1@its.jnj.com?

Event description:
It was reported that during an unknown procedure, the clips don't form in a proper way and fall into the abdominal cavity. This is a recurrent situation since they start to use them. The surgeon cannot specify how many devices were involved neither the lots. Hospital is discarding the affected devices. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.